Manufacturer narrative:
P0r#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the heartstart xl had an unspecified alarm. There was no reported pt impact.